Manufacturer narrative:
The reported event of high impedance was not confirmed. The return ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention to explore the lead area. The strain relief loops at the lead site in the cervical area were not present, and the lead had a ripple look throughout the length of the lead. Visual inspection by physician noted that the silicone covering to the base of the lead, about 4cm from the paddle head, appeared to have a cut or some disruption to it, as well as excess scar tissue. The decision was made to explant and replace the lead and ipg. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturing reference numbers: 1627487-2020-31089. It was reported that the patient's stimulation was autoreducing. The patient stated he had a fall several months ago, and they landed on their right side, on top of their internal pulse generator (ipg). The patient reported losing stimulation around (B)(6) 2020. It was reported that the patient had high impedances on their lead. The patient's physician suspected the lead was pulled from the patient's ipg during the patient's fall. The patient had imaging done, but nothing could be seen. The patient may undergo a surgical procedure in which the physician will verify whether their leads have been pulled from their ipg.